Event description:
A 3.0mm x 12mm driver coronary stent system was selected for treatment of a coronary lesion. It was reported that the technician in the cath lab noticed that the inner sterile pouch label identified the driver device as an 3.0 mm x 15mm, lot number 44inf025, but the product carton was labeled as an 3.0 mm x 12mm, lot number 44inf025. The luer of the device stated 3.0 mm x 15 mm, lot number 44inf025. The physician was aware that the device was a 3.0mm x 15mm stent and not the 3.0mm x 12mm as originally requested. The physician then successfully implanted the 3.0mm x 15mm stent with no impact to the patient. Review of the device history records, process controls and distribution information suggest this is isolated to a single unit. There have been no further mislabelling complaints regarding these two lot numbers. Product mislabelling in this instance is not clinically significant in that both products are the same outer diameter.